Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial pacing inhibition and auto mode switches (ams) episodes due to atrial lead noise oversensing were observed. It was not known if any intervention was made. The patient was stable.